Manufacturer narrative:
(B)(4). Results: (gi bleed and revascularization).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted; one in the proximal rca and one in the mid rca. It is reported that the pt had a complete heart block at time of index procedure and a temporary pacemaker was inserted. It is reported that the pt had a permanent pacemaker inserted approx 4 days post index procedure. There was a third endeavor sprint rapid exchange (rx) drug eluting stent implanted in the mid lad approx 6.5 weeks post index procedure. It is reported that the pt was admitted with chest pain approx 2.5 months post index procedure. Cardiac biomarkers were negative. Pt was ruled out for myocardial infraction (mi) but was found to be iron deficient. Pt had a full gastrointestinal (gi) evaluation which was negative. Pt received 2 units of packed red blood cell transfusion. It is reported that the pt recovered with treatment. Investigator has indicated that the event was not related to either the study device or the study procedure. Pt was admitted with acute deep vein thrombosis of left upper extremity related to recent pacemaker approx 3 months post index procedure. Pt was switched from effient to plavix and coumadin. It is reported that the pt recovered with treatment. Investigator has indicated that the event was not related to either the study device or the study procedure. It is reported that the pt was admitted for black tarry stools approx 3.5 months post index procedure. The pt was found to have a gi bleed and received 6 units of packed red blood cells and 4 units of fresh frozen plasma. It is reported that the pt recovered with treatment. Investigator has indicated that the event was not related to either the study device or the study procedure. (Ref MFR# 2953200-2011-00366, and 2953200-2011-00367).